Event description:
It was reported that a revision was planned due to an allegation of premature battery depletion when it comes to this device. No adverse patient effects were reported.

Event description:
It was reported that a revision was planned due to an allegation of premature battery depletion when it comes to this device. No adverse patient effects were reported to date no information was received regarding the device explant.